Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced high blood glucose. The blood glucose was 564 mg/dl at the time of incident. The other relevant blood glucose was 170 mg/dl and 345 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.